Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. Two days after onset, the patient was treated with vancomycin (intraperitoneally, 1g per one bag, frequency not reported), meropenem (500 mg, three exchanges per day, route not reported) and amikacin (250 mg daily one exchange, route not reported). The patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available.